Manufacturer narrative:
(B)(4) - device 7 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced seven infusion set tape not sticking event on 15-jun-2024. The infusion set was in use for few hours. No further information available.